Event description:
A customer reported, the endoilluminator light was working intermittently during a procedure. The cassette was exchanged and the light came on however, priming suddenly stopped and the system went into safety mode. During a second reboot, the system failed to prime the handpiece. The handpiece was exchanged to complete the case without further incident. The case was delayed approximately 30 minutes. A suture was used temporarily during this time. There was no harm or injury to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).